Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer reached out to technical support for guidance on the issue. No additional information was received regarding the outcome of the event.

Manufacturer narrative:
Incorrect information was reported in initial report. Due to the initial reporter being "anonymous", initial reporter information was not provided, therefore initial reporter address (e1) should be blank, sex is unknown (a3a), date of birth is unknown (a2).